Event description:
Information received from the field notes that during a routine follow-up, the device was difficult to interrogate and dashes (---) were noted for multiple parameters. The pacing mode changed from dddr to ddd and the rate was at 70 ppm although programmed to 80 ppm. The battery data was 55 ua, 2.66v, 1 kohm. The patient had no symptoms.